Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Initial evaluation confirmed the customer reported condition. The root cause was due to catheter adapter inside diameter (ID) below nominal measurements. Corrective actions were taken in (B)(4) 2013 at the molding process to include replacement of mold cores to bring ID into the center of the specification range. A batch review cannot be performed since there was no lot number provided. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a titanium adapter separated from the patient connector. The transfer set was used for 60 days. There were no allegations made against the titanium adapter. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.